Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient presented to the ER with symptoms of weakness on his right side and slurred speech with a sub-therapeutic inr level. A head CT scan was performed which revealed an intracerebral hemorrhage. The patient expired in the hospital after the decision was made to withdraw support by a family member. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Bleeding, stroke, and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that on (B)(6) 2014 that a (B)(6) male patient presented to the emergency room (ER) with symptoms of weakness on his right side and slurred speech. The patient's international normalized ratio (inr) on admission was 1.78. It was reported that the patient's inr was 1.5 during a clinic visit on (B)(6) 2014. A head computed tomography (CT) scan was performed which revealed an intracerebral hemorrhage. It was reported that a member of the family made the decision to withdraw support on (B)(6) 2014. The pump remains in the patient post-mortem and was not been returned to the manufacturer for analysis.